Event description:
Please refer to initial MFR. Report #9611500-2019-00155.

Manufacturer narrative:
There was no log file available and thus, the evaluation and assessment was based on the information provided by the local service organization. The error codes that were reportedly recorded in the logs demonstrate that the temperature supervision function of the inspiratory block had a malfunction. The service engineer replaced the entire pcb where this functional unit is embedded. This has fixed the device problem - the ventilator passed all consecutive tests and could be returned to use. If device failures occur during ventilation, savina 300 will post appropriate alarms with high priority; visibly and audibly. The ventilation will be continued. The IFU explains that the device can be used further if the alarm disappears after the ¿alarm reset¿ button was pressed. If ¿ like in the particular case ¿ the error condition is persisting and the device continues to alarm, a controlled replacement of the device is highly recommended. The customer has to disconnect the patient from the device and continue ventilation without delay using another independent ventilator. Dräger finally concludes from the log entries that the device did not stop the ventilation when the error occurred but the alarm persisted even after power-cycling the device. The user responded as emphasized in the IFU and replaced the device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator failed with alarms during use and it still can¿t work after shutdown and restart. Then the patient was used on other device. No injury reported.